Event description:
Reportedly, the clips placed by the applier did not close properly. Therefore the procedure had to be converted from a laparoscopic to open procedure to complete the case. Procedure: lap chole. Pt status: no pt injury reported.